Manufacturer narrative:
Philips service reset the fuse, cleaned the database, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that screens failed to display due to a fuse issue in the image processing circuit on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.